Event description:
It was reported that the lift column on the 8800 system would not raise or lower. The 8800 system was still being used. All procedures were completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lift column power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.